Manufacturer narrative:
(B)(4). The lot number was provided by the patient but is not recognized in baxter's system. The heater bag disconnection is the known cause of the alarm. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill four of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the heater bag had become disconnected without falling. There was no patient injury or medical intervention associated with this event. No additional information is available.